Manufacturer narrative:
(B)(4). Upon completion of the investigation, the reported issue was not replicated. The direct cause was undetermined, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the event log was performed and no malfunctions or failures were identified related to the reported event. A visual inspection was performed with no defects noted. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. The device history record and service history were reviewed with no failures or problems noted that were the same as, or similar to, the reported difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified issue occurred on the homechoice device. The technical service representative arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.